Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2019. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 18854086, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.